Manufacturer narrative:
(B)(4). Damage to drive connector. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The cpc connector and front washer were missing due to user mishandling.

Event description:
It was reported that the drive connector was broken on the device. The issue did not occur during a procedure but it is unknown if issue was noted noted prior to or after a procedure was completed. There were no adverse patient consequences.